Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (06/17/2013)-device evaluation: the analysis of the subject meter was completed on (B)(4) 2013 by lifescan product analysis. The cause of the reported unknown message was found to be due to the meter being dropped into the water. A review of the log file data showed several errors. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The subject meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.